Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced unexplained high blood glucose levels. The blood glucose reading was in the 200 mg/dl range. The customer's father stated that they have been having trouble recently with the infusion sets and needed to change them every day and a half. No kinks in the infusion sets were noted. The customer was treated with manual injections. The caller declined troubleshooting because he was not with the customer and stated that he would contact his wife and have her call back. Nothing further reported.